Event description:
Procedure: the operation is a reconstructive surgery carried out in the children burns department--cosmetic. According to the reporter: when clamping the dorsal artery in the thorax, a clip did not hold causing an hematoma; a blood transfusion was necessary and a re-operation.